Event description:
A customer reported that the probe closed and would not reopen during a vitrectomy procedure. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Complaint eval performed on the returned sample resulted in the following results: visual inspection performed and found the probe to be in the closed-port position and is considered nonconforming to current criteria since probes are sent out in the open-port position. Functional test determined that the probe would not actuate at all and remained only in the closed-port position. Further investigation on the probe revealed that the return-stroke port had been bonded shut with the tubing set. This condition can only occur at the tubing set assembly. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Blocked pressure port (return-stroke) caused by the tubing set assembly process. Probes are 100% visually and functionally tested during mfg (without the tubing set). A nonconformance would have been detected during assembly and testing and subsequently removed from the lot. (B)(4).